Event description:
The type of this complaint is a drill breakage. The product in question broke while drilling the femur. Removing the broken piece of the drill and placing the plate caused a 90-minute surgical delay.

Manufacturer narrative:
The received device was forwarded to depuy material science for evaluation. On the basis of these observations, the fracture of the drill was caused by bending overload, indicative of a bending force applied exceeding the ultimate strength of the material. No material defects were observed in the drill that could have contributed to fracture initiation and/or propagation to failure. Based on the root cause of overload, corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.